Event description:
The customer reported that following a ptca/stent procedure in 2001, a vasoseal es was deployed. No evidence of a hematoma or bleeding was noted at the site immediately following deployment. Later that day the pt was noted to have pain and absent pulses on the left extremity. A surgical consultation was obtained and the pt was taken to surgery. The surgeon's notes state that upon dissecting down the vessel the vasoseal plug was on the top of the artery and there was no indication of a collagen insertion. The surgeon noted that during the arteriogram the dye did not appear to go all the way down to the foot. It was thought that the pt may possibly have had some distal disease with slow flow either from embolization from tiny athromatous plaque which may have slowed flow all the way down to the foot, or pt may have had some pre-existing disease. The surgeon noted that the distal flow was slightly better postoperatively. No further complications were reported.